Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation of material # 364941, batch # 9295704. The photos were reviewed and the indicated failure mode for cloudy urine cups with the incident lot was observed. The normally clear plastic of the cup had a cloudy appearance, making it slightly opaque. Although the cloudy nature of the plastic was apparent, this defect would not affect the efficiency of the device, it is a purely cosmetic fault. Bd determined that the root cause of the indicated failure mode was attributed to water/moisture around the moulding tool involved. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® urine collection cup, the device experienced foreign matter in tube; biological and non-biological. This event occurred 18 times. The following information was provided by the initial reporter. The customer stated: cups are "cloudy".